Event description:
Complaint alleges: the physician was doing a procedure and the balloon in the catheter was not deflating. The physician managed to remove the device. No pt injury reported.

Manufacturer narrative:
(B)(4). Unk if sample is available for eval at time of this report.